Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose levels upon waking, with readings reaching approximately 400 mg/dl. The patient attempted to change the infusion set and observed insulin leaking from the cartridge, though no visible damage to the cartridge was noted. The patient attempted to recover insulin using cotton swabs and planned to retain the cartridge for possible investigation. Blood glucose levels initially decreased to 329 mg/dl, but later increased again to approximately 370 mg/dl, prompting the patient to seek further guidance. The patient did not use back-up therapy, perform ketone testing, receive medical intervention, or experience any immediate adverse health effects. The device did not provide prolonged high glucose alerts. Troubleshooting was performed to confirm insulin flow through the tubing, which was successful, and the patient reconnected the system. It was discussed that stress related to a recent surgical procedure may have contributed to the elevated glucose levels and that additional time might be required for corrective insulin delivery to take effect. The patient continued monitoring, and subsequent follow-up confirmed that blood glucose levels had decreased to 117 mg/dl, after which the case was closed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.